Event description:
We revised a loose triathlon ts femoral component. The surgeon scheduled the case after he determined that the femoral implant was lose from a bone scan he ordered.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown #9 tibial tray. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving a triathlon ts femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for analysis. -medical records received and evaluation: not performed because records were not provided for review. -device history review: not performed because the lot was not provided. -complaint history review: not performed because the lot was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as the returned device, pre- and post-operative x-rays, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
We revised a loose triathlon ts femoral component. The surgeon scheduled the case after he determined that the femoral implant was lose from a bone scan he ordered.